Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and caller stated no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and would rely on alternate insulin method if needed, and technical support arranged replacement pump.